Event description:
A report was received for the cusa excel 2 with console 110v ac with footswitch dropped in amplitude to 70% and stalled down to 10% during a case. It tested to 100% amplitude and seemed to start okay but rather immediately stalled the tip and lost amplitude. The medical team changed the tip to a shear tip (B)(4) and tried again. Again the handpiece tested to 100% and rather immediately the amplitude dropped to ~70% and then stalled down to 10%. It was stuck until the foot pedal was released and pressed again. At that point, the foot pedal was pressed again and the tip would drop to 0& amplitude and stay stalled until foot pedal cycled and repeated the failure. The surgeon used suction, bipolar and microscissors to remove meningioma and finish the procedure. There was a 30-minute to 1-hour delay in surgery due to the product problem. There was no patient injury or death alleged.

Manufacturer narrative:
Integra has completed their internal investigation on 10 aug 2016. The investigation included: methods: -evaluation of actual device, -review of device history records, -review of complaint history. Results: evaluation of device: the complaint incident was confirmed. The cusa excel console was verified as performing to specification, the customer¿s handpiece was identified as overtorqued thus causing the complaint incident. An overtorqued handpiece can result in the transducer becoming twisted in the handpiece housing. The DHR review was completed for cusa excel console serial number (B)(4). The cusa excel console was s a pool unit which was converted from cusa excel serial number (B)(4). Date of manufacture: 2000 ¿ apr; the original serial number (B)(4). The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cusa excel console been released. A review of cusa excel complaints was completed in trackwise using the following key words ¿ultrasonic¿ and ¿(B)(4)¿ in the search criteria. The review encompassed dates 07-jun-15 to 23-jun-16. A total of 123 complaints were reviewed of which 17 complaints contained the search criteria, a review and analysis of the complaint reports was completed and documented. During the time period ¿jun 15 to jun 16¿, the global product usage for cusa excel console was calculated as (B)(4), using the total quantity of cusa excel console tubing sales sold to calculate the quantity of usages. One tubing set is used per operation / procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (17) can therefore be calculated as (B)(4) (occasional) of procedures. This percentage is below the expected rate of occurrence scored in the cusa excel mdha rev 9; p1 occurrence of probable. Conclusion: the root cause of the complaint incident was identified as the customer¿s handpiece. The customer¿s handpiece was verified as overtorqued. The nature of the cusa excel system results in complaints being reported by the customer as failure symptoms for the cusa excel console. The reported symptom is not indicative of the actual failure; the root cause is the customer¿s handpiece.